Manufacturer narrative:
D5: operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device 02 knob was not functional and overlay was unfunctional. The peep and CPAP were missing. There was no patient involvement and no patient harm, adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Continuous positive airway pressure (CPAP) and positive end-expiratory pressure (peep) knobs are missing, front panel and battery cover are cracked. Air mix and relief valve control knobs are also cracked. Functional testing performed. Customer's reported problem was confirmed as air mix knob is loose, and peep and CPAP knobs are missing. The root cause was attributed to the device being dropped/mishandled by the customer. Replaced knobs/caps on air mix, peep, and CPAP to correct issues. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.